Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -12.0/2.0/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was removed and replaced for a shorter length lens due to excessive vault within the same surgery and problem resolved.

Manufacturer narrative:
Additional information: h3: device evaluation: lens returned in a microcentrifuge vial; dry with debris on product. Visual inspection found haptic bent/deformed with debris on lens. Claim# (B)(4).